Manufacturer narrative:
The product was returned for investigation at manufacture and investigation completed on 15 november 2023. The analysis revealed that the ceramic beak breakage might have occurred due to the inner shaft being pulled out of the outer shaft at an angle. This action causes the ceramic to exert pressure against the outer shaft, leading to breakage. This is user related issue, instruction for use already contains a caution to not overloading the device and check the device for proper functioning before use. Since no breakage fragments remained in the patient, it is concluded that the event did not and might not lead to death or serious deterioration in the state of health. No serious public health threat reported. No death or unanticipated serious deterioration in state of health reported. Consequently, the reported issue does not fulfil the criteria of a serious incident ,therefore this case is not reportable. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the tip broken, smaller pieces retrieved using ellick bladder evacuator washout. áll broken pieces fully retrieved.